Event description:
Event was reported to (B)(4) by an attorney. The pt has suffered chronic pelvic, abdominal, and vaginal area pain, vaginal abscess, urgency, urinary leakage, painful intercourse, continued incontinence, constipation, urinary retention, nausea, weakness, fever, constant urinary tract infections, bladder infections, vaginal spotting, vaginal odor, and vaginal discharge. No further info has been provided.